Manufacturer narrative:
Examination of returned device found no issue with product. The surgical technique states, "use a 2.5 mm hex screwdriver in the top medial hole of the 4-in-1 block to secure the coin. To tighten, turn clockwise. To release, push in and turn counterclockwise."

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent total knee arthroplasty (B)(6) 2013. While utilizing the cut block insert, it was difficult to insert the coin offset through the front of the cut block. The surgeon finished the procedure without using the cut block causing a delay of approximately 40 minutes.